Manufacturer narrative:
The customer reports the cns (central network station) is showing multiple receiver cards across multiple orgs are in signal loss. More attenuation was previously added to the system. It was noted that the orgs are all assigned to a single antenna rather than diversity. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports the cns (central network station) is showing multiple receiver cards across multiple orgs are in signal loss. More attenuation was previously added to the system. It was noted that the orgs are all assigned to a single antenna rather than diversity.

Manufacturer narrative:
The customer reports the cns (central network station) is showing multiple receiver cards across multiple orgs are in signal loss. More attenuation was previously added to the system. It was noted that the orgs are all assigned to a single antenna rather than diversity. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.